Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified minimal invasive surgical procedure, it was observed that the cutter device broke off. It was reported that the user was able to retrieve the broken piece and continue the procedure. It was reported that a there was a five minute delay to the surgical procedure and a spare device was used to complete the procedure. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: the actual device was returned for evaluation. Quality engineering evaluated the device. The cutter was visually inspected and it was observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. It was reported that based on the angle indicate that there was excessive force applied. Therefore, the reported condition was confirmed. The assignable root cause was due to excessive lateral or side to side force which is user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.